Event description:
Healthcare professional reported a rupture of the right implant diagnosed by ultrasound. Surgery report provided shows "lateral displacement and leakage of the right mammary implant. Palpation signs of a rupture on the right". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a rupture of the right implant diagnosed by ultrasound. Surgery report provided shows "lateral displacement and leakage of the right mammary implant. Palpation signs of a rupture on the right". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Malposition: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.